Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2015 with the following findings: during testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked near the top and below the bumper pad. Also unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn/punctured. The audio bolus button responded appropriately to button presses despite the cover damage. In addition to the unrelated issues, evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The keypad was found to be intact; no damage or peeling was observed. The keypad cover was removed and contamination was found under all key contacts. The returned battery cap was able to be fully secured to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.